Manufacturer narrative:
(B)(4).

Event description:
A consumer reported she suddenly started feeling stimulation on the side of her body and it was hurting. The consumer would like help from a manufacturer representative and was directed to contact her health care professional (hcp). Additional information received from the consumer indicated she was still having the same issue and her hcp would not help her. Follow-up was being conducted to determine cause, steps taken/will be taken, and resolution of the reported issue. Indication for use included non-malignant pain and degenerative disc disease.